Event description:
It was reported that the irrigation sleeve on the metal tip of the device melted during a procedure. There was no delay as a backup device was used to complete the procedure. There were no adverse consequences alleged with this event.